Event description:
Per provider the end user's, while at the daycare, powerchair was going into circles.

Manufacturer narrative:
(B)(4). Per response from provider (received on (B)(4) 2013) the end user's powerchair was going into circles. No injury or medical intervention reported.